Event description:
It was reported by the aci distributor that a (B)(6) female pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the pt was mildly sedated with valium. The pt woke up during the mynx deployment. After normal swelling times, a small hematoma (5 cm in diameter) was noticed. The physician applied 3 minutes of manual pressure. Then a safeguard was placed. The pt was ordered to rest for 2 hours, and was non-compliant. The hospital became aware that the pt was mentally disabled. The pt was discharged home 4 hours after the procedure. One week after the procedure ((B)(6) 2012), the pt presented back to the physician and swelling was noticed near the access site. An ultrasound was performed, and a false aneurysm was detected. The pt received a thrombin injection. The pt was discharged the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1135004) indicated that the device lot met all established performance criteria prior to shipment.